Manufacturer narrative:
Additional information was provided. Evaluation summary: no samples are expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. A review of technical service showed the system was successfully installed one day prior to the event date . Review of the logfile for the day of treatment showed no abnormalities. The system passed the vacuum, energy and ablation checks successfully without any issue. The observation of the energy values during the day shows very stable values and no relevant errors. There is also no deviation between the planned and the measured energy detectable for the reported treatment. No abnormalities, error or other deviation were detectable in the logfiles. The review of the data provided depicts a decentered flap placement for when treatment in the right eye was performed. Additionally the placement of the cone appears tilted. According to the logfile review no abnormalities, error or other deviations were noted, which can contribute the reported event of 'thick flap." The root cause for decentered flap is user handling, as the surgeon has the control and visual feedback to locate the flap at the desired position. The root cause for thick flap could not be determined with the information provided by the reporter. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following flap creation in the right eye, it was noted that the flap was too thick and decentered (inferior and nasal positioning), which would not allow an enhancement if needed. The surgeon decided not to lift the flap and aborted the procedure. The patient will be returning for photorefractive keratectomy (prk) instead, at a later date. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).